Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain at his scs ipg site due to the position of the ipg. Additionally, it was reported the pt's scs ipg will no longer communicate with external devices as it has not been used or charged in approximately two years. An sjm rep met with the pt and confirmed the ipg had no device output. Surgical intervention is planned for a later date to address the issues.